Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a abdominal resosigmoidectomy procedure, the stapler did not fire. Neither blade nor staples has moved. There was no harm to the patient.